Event description:
It was initially reported that the ins was working well and at night the patient didn't have to used the bathroom as much. The patient noted in the last 4-5 months when he sits and get ups he has to go to the bathroom. The patient wanted to see a representative to get it adjusted. It was noted when sitting the patient had to get up and urgently go to the bathroom this; started 4-5 months ago. It was also reported that the patient could only drive locally and his doctor moved to an office further away. The patient needed reprogramming and was wondering if the representative could meet him somewhere closer. The patient was experiencing a loss of therapeutic effect. It was noted: "the unit has been working great but lately it has been out of wack. When I go from sitting to standing I automatically have to go to the bathroom." It was later reported that the patient had dissatisfaction with their hcp (healthcare provider) service. The patient didn't go to a doctor's office anymore because he "closed his office in one location and only has an office in another location". It was noted that when a nurse asked the patient what oral medications he is on and he didn't remember, the nurse at the office told him he should carry a card that lists all of his medication, and he thought that was rude. The patient got physician listings from the manufacturer, and he went to a doctor "that manufacturer referred me to but I was very disappointed". When the patient arrived at the office "they wanted to test my bladder and the flow and all the at stuff and no one could take care of me at the office until the representative came. The patient's primary doctor wasn't allowed to get involved with the patients interstim device and wouldn't allow a representative to come to that office to help the patient. The patient noted a loss of therapeutic effect. It was noted: "everything has been fine, and I was so satisfied because it stopped me from running all the time, but then all of the sudden about 6-8 months ago I started to have problems". The patient noted he "thinks the unit I have is functioning but not the way it used to, and now it's like it was before I had it in". It was also noted: "it comes on when its cold". Representative to follow up with the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).